Manufacturer narrative:
Investigation completed on 7/10/2024. (Event site postal code - (B)(6). A getinge field service engineer (fse) reconnected the datasets and main board all the connections, removed moisture. Now working okay. Handed over the equipment to the customer in good working condition.

Event description:
It was reported that during routine check, the cs300 intra aortic balloon pump (iabp) long alarm but no display. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.